Manufacturer narrative:
Company comment: the serious events of vascular occlusion, necrosis at implant site and the non-serious event of discolouration at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent the permanent damage. The likely root cause include intravascular filler injection leading to vascular occlusion and its manifestations. Potential contributory factor include injection technique. The restylane-l was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician which refers to a 64-year-old female patient. The patient's medical history included hypertension, high cholesterol, blepharoplasty in 2013 and macs lift in 2016. She had no known allergies. No information about concomitant medication has been provided. The patient had previously received treatment with unspecified filler by another physician and she did not like the results. On an unknown date, the patient had received an unspecified covid-19 vaccine. On (B)(6) 2022, the patient received treatment with 1 syringe of restylane-l (unknown lot number) to nasolabial folds and pyriform aperture, supraperiosteal injection using threading technique with unknown needle type for cosmetic indication. The restylane-l was injected to pyriform aperture (off label use of device). On (B)(6) 2022 in the morning, 12 to 15 hours post injection, the patient had called physician about severe venous congestion/venous compromise/ vascular compromise (vascular occlusion), blue discoloration (implant site discolouration) and impending necrosis (implant site necrosis) on the left side of nose, upper lip, medial cheek and nasolabial fold. The patient looked like she had venous compromise or vascular compromise of her skin. The patient was treated with hbo and all conservative measures. She had required treatment with hylenex [vorhyaluronidase alfa] 2700 u over 2 days, viagra [sildenafil citrate], medrol dosepak [methylprednisolone] and asa [acetylsalicylic acid]. The patient could not tolerate nitropaste [glyceryl trinitrate]. Outcome at the time of the report: venous congestion/venous compromise/ vascular compromise was recovered/resolved. Impending necrosis was recovered/resolved. Blue discoloration was recovered/resolved. Restylane-l was injected to pyriform aperture was recovered/resolved. Tracking list: v.0 initial, v.1 fu received on (B)(6) 2022 from the same reporter: case was upgraded to serious. Events (implant site necrosis, off label use of device) added. Coding of event venous occlusion updated to vascular occlusion. Patient demographics, medical history, past cosmetic and filler treatment, suspect device implant location, injection technique, event location, severity, outcome, reporter causality and corrective treatment details were updated.